Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that the replacement part number tc10012952 for serial number (B)(4) was not working correctly. The lights on top light up, but the rate digits do not. Also, the message display below the rate display is showing some weird dash symbols, defective when received. Customer is requesting an additional replacement part. There was no reported patient involvement.